Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found a cut on the rf (radio frequency) head cable. It was noted the rf head passed functional test. Concomitant medical products: product ID: 229047 analyzer. (B)(4)

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.